Event description:
It was reported that this pacemaker was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since the device was explanted due to a therapy upgrade. The physician decided to explanted and replaced it with a micra implant.

Event description:
It was reported that this pacemaker was explanted due to therapy upgrade. The physician later decided to implant a micra device. No additional adverse patient effects were reported. Does not meet complaint criteria.